Event description:
The fault was found in pre-checks. There was no procedure attempted or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the green image occurred due to a faulty cable unit or a faulty charged coupled device unit. The final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video telescope "endoeye high definition ii" failed to white balance and displayed a green image. The issue was found during preparation for use. There were no reports of patient harm.